Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device¿s screen was found cracked after school, with the user unaware of the cause; blood glucose management was reported as unaffected, and a replacement was arranged with guidance that the device would no longer be water resistant and that backup therapy should be in place. Symptoms included no reported adverse clinical effects. Outcomes included continued ability to manage glucose and receipt of a replacement device. Investigation included review of the reported damage and verification of shipping and return logistics and inspection of the returned device. Investigation of this device revealed physical damage to the display assembly consistent with a cracked screen and device functionality in question. It was concluded, based on previously established findings for similar reports, that the cause was user handling or external impact leading to screen damage.